Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked in a few minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.